Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had woken up in the morning and noticed that his pump power was elevated to 10.0 watts. The hospital performed a ramping echocardiogram (echo) which showed minimal unloading of the left ventricle. The pt was then sent to the catheterization lab to receive 4 doses of tissue plasminogen activator (tpa) which resulted in a decrease in the pump power. The pt remains ongoing on lvad support at this time.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.